Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bioid did not fail. A field service engineer shut down the station and reseated the cable connections and tested the bioid in hardware test application to confirm the device functionality. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fingerprint scanner displayed an error message stating "biomatrix scanner requires maintenance". The customer stated that the malfunction occurred when a user was trying to issue medication to a patient. However, there were no adverse events or injuries reported based on this event.